Event description:
Caller states tha patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.